Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.a. Medical device type: jka. D.2.b. Common device name: tubes, vials, systems, serum separators, blood collection. G.4. There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k213670; k231373. Investigation summary: bd did not receive any samples for investigation. A visual inspection was conducted on 100 retained samples, and no issues were identified. Additionally, functional tests were performed on 10 retained samples, all of which were found to be within specification limits with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during use of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, due to insufficient vacuum one (1) tube underfilled. Additional venipuncture was required. No adverse patient outcome was reported.